Manufacturer narrative:
(B)(4). Three of 3 emdrs. Two out of 3 samples have been reported to be available for evaluation and have been requested for evaluation. A sample for this report is not available for evaluation. The lot numbers are unknown; therefore a batch review could not be performed. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter (B)(4) reporting that they experienced difficulty opening and closing three minisets (transfer sets). At the time of logging this is all the information that was available. There was no patient involved.